Event description:
Related manufacturer reference number: 2017865-2022-00249. During an initial implant procedure on (B)(6) 2021, it was reported that the physician was unable to implant two different leads due to them exhibiting high capture thresholds. The physician elected to use a competitor lead and the procedure was completed successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated that the leads in question are right ventricular (rv) leads.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead did not find any anomalies.